Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and heavily calcified lesion in the mid right coronary artery. A 2.25x12mm nc traveler rx balloon dilatation catheter (bdc) failed to cross due to the heavily calcified lesion. The bdc was removed but resistance with the anatomy was felt. The procedure was successfully completed with a non-abbott balloon catheter and the deployment of an unspecified drug eluting stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.